Event description:
It was reported that during preparations for a farapulse pulmonary vein isolation procedure to treat atrial fibrillation (a fib), a faradrive steerable sheath was found to have its tubing severed near the three way stopcock. The damage was observed upon unpackaging. It is unknown when the damage occurred. The outer packaging was in good order with no visible signs of damage. The sheath was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.